Manufacturer narrative:
Asp investigation summary: the investigation included a review of the certificate of conformance (c of c), system risk analysis (sra), lot trending, functional analysis and retains analysis. Per the certificate of conformance, the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." Trending analysis by lot number was reviewed from 03/11/2016 to 09/07/2016 and trending was not exceeded. One roll of sealasure tape was received. It was visually inspected and the sterrad® lettering was red. The used tape sample was not returned. The returned product was tested for functionality and the pre- and post- sterrad® process colors met specification. The cause of the reported color-chemical indicator issue could not be verified. This issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 20315.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a sterrad cycle. The customer stated they experienced the issue with three cycles and a quantity of 6 involved. It is unknown how many strips of tape were involved in each cycle. Asp will continue to follow up for more information. The affected load was not released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly. The (B)(4) addresses the first event, (B)(4) addresses the second event and (B)(4) addresses the third event. This is two of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00398, 2084725-2016-00529 and 2084725-2016-00530.